Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer powers up with an error. It was also indicated that the programmer has significant corrosion from liquid contamination. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited error codes. The programmer was returned for service, test, and calibration. There was no patient involvement. It was further reported that the programmer subsequently tested out-of-specification after manufacturer's analysis.